Event description:
In (B)(6) 2012, it was told at (B)(6) hospital that I had a blood clot in my lung and was told I needed a ivc clot filter. My life has been a miserable nightmare since, I have suffered from chest pain, infection, heart stabbing pain and feel like needles in my abdomen, and in my spine, loose the feeling in my arms and legs, hurts to walk, hurts to sit, my left leg is swelled the third its size, feels like rubber bands around my thigh and ankle. Two months later, doctor tells me she want to take the filter out, next day she wants me to see vein doctor, he claims that no evidence of the clot and this doctor (B)(6) and doctor (B)(6) claims there wasn't no blood clot and the filter can be taken out, so on a friday of that week, they go to take it out and can't. My life is ruined. The symptoms are worse and now I have more pain and swelling, my skin in leg gets so hot and burns, days I can't even lift my foot; I feel like something going up from abdomen to chest and can't eat. It makes me sick, test say I have no clots. I want this thing took out.